Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a major infection. The infection site and type were unknown. Drug therapy was performed. It was stated that the causal relationship with equipment was unknown. It was also stated that adverse reactions associated with covid-19 vaccination were most doubtful. The patient was hospitalized from (B)(6) 2023 to (B)(6) 2023 and was treated with antibiotics.

Manufacturer narrative:
D1 ¿ brand name: corrected. D4 ¿ UDI: corrected. D4 ¿ catalog number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a fever after vaccination, and the culture test was negative. Since covid was not positive, the site did not believe that was the infection. Since the patient was coughing, the site stated that they thought the source of infection was an upper respiratory tract infection. It was also noted that the fever went down, and the patient was discharged.